Manufacturer narrative:
The customer reported an image artifact appeared on scanned images (addressed in this (B)(4)) and the common image reconstruction system (cirs) was offline (addressed in (B)(4)). A third party field service engineer (fse) evaluated the system and found that the compensator of the a-plane collimator had a crack and resulted in the image artifact. A philips fse went onsite and visually confirmed the compensator crack. The philips fse with the use of a trim weight kit replaced the a-plane collimator to resolve the issue. System calibrations were performed successfully; the artifact did not recur. The fse confirmed that there was no harm to a patient and no misrepresentation and/or mistreatment as a result of the artifact. The system is functional and in clinical use. This issue has been determined not to be a reportable event.

Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.